Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/20/2022. Additional b5 narrative: it was reported that the patient underwent removal surgery on 6/29/2020 due to mesh failure, adhesions, the caudal margin of the mesh was formed into a hard ball and the mesh had large pores. It was reported that the patient experienced severe abdominal pain, scar tissue, digestive problems, hernia recurrence.

Manufacturer narrative:
Date sent to the FDA: 6/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.